Manufacturer narrative:
It is unknown at this time if a sample will be returned for evaluation. If a sample is received, a supplemental report will be submitted upon completion of the investigation.

Event description:
The patient had an arterial line placed in their left radius. After less than 24 hours, an order was given to remove the arterial line. Sutures were removed from one side of the catheter hub and arterial line was removed. Approx. 30 seconds after removal of the arterial line, the patient began bleeding from the insertion site. The catheter was found to have broken off approx. 1-2 mm from the catheter hub. An x-ray was performed and found that the remaining piece of catheter was present in the patient's left wrist. The remaining piece of catheter was successfully removed surgically after two attempts. The patient was in stable condition post surgical removal.